Event description:
Eyeglasses that pt had bought one year earlier fell apart on and pt was unable to see. Pt took them back to the place of purchase and pt was looked upon as if they meant to break them. Pt paid for them with a credit card and credit card company stood behind them, but the place where pt purchased them didn't. Pt has been wearing eyeglasses since they were 3 years old. Pt knows how to take care of them since they need them to see.